Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified the presence of iodine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported that they discovered a minicap with inadequate iodine. The patient stated each affected minicap was set aside and not used when they were discovered. There was no damage to the foil pouch or box reported. There was no patient injury or medical intervention associated with this event. No additional information is available